Event description:
Device issue: failure to capture arterial tissue - needle. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis, hematoma. It was reported via a trial that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, after the procedure, a non-abbott device was going to be used for arteriotomy closure but the access site required upsizing of the procedural sheath from a 9f to a 16f to accommodate the intervention device. Although, the proglide device needles deployed, only one of the two needles captured arterial tissue due to the size of the access site. The suture was removed, anticoagulation was reversed, and manual compression was applied to achieve hemostasis. A left groin scrotal hematoma developed, which was reportedly caused by the incorrect application of manual compression. The hematoma was drained and the access site was surgically sutured to achieve hemostasis. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided; therefore, a device history record could not be performed.